Event description:
Patient states that both of her pumps kept on beeping with cassette lot number-4235231. There were no messages. She put in a new cassette and pumps worked fine. Advised her to keep the malfunctioning cassette to the side in case manufacturer wants it back. No further information given. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported (B)(6) by pt/caregiver.